Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was returned severed 184 mm from the terminal pin. Two segments were received: a tip segment and a terminal segment. The lead had been heavily damaged during the extraction process but detailed inspection identified fractured conductor coils in the area approximately 225mm from the terminal pin that appear to have possibly been the result of clavicular/first-rib entrapment. Additionally, calcification was observed on the lead's distal coil and tip area. Past evidence has shown calcification such as this may also impact impedance measurements.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to abnormal impedance measurements and suspected subclavian crush. No adverse patient effects were reported.